Manufacturer narrative:
Sensor 3mh00221e5r has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
Caller reported the customer received a "scan again in 10 minutes" message while wearing the freestyle libre 2 sensor, and experienced symptoms described as chills and non-responsive. Customer had contact with a healthcare professional, and was treated with an injection of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer received a "scan again in 10 minutes" message while wearing the freestyle libre 2 sensor, and experienced symptoms described as chills and non-responsive. Customer had contact with a healthcare professional, and was treated with an injection of insulin. There was no report of death or permanent impairment associated with this event.